Event description:
It was reported that a leak was found from the puncture site when performing infusion using the proximal lumen. However, when infusing from the distal lumen, no issues were found. The catheter was removed and replaced without issue. A delay was reported, however, there was no death or complications as a result of the occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.